Manufacturer narrative:
(B)(4). Report source: other: manager, purchasing & materials management. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood recipient set leaked which was caused by the tubing separating from the white plastic below the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.